Event description:
A report was received that the patient was experiencing irritation at the pocket site. The patient will undergo a pocket revision procedure and the physician will reposition the pocket site.